Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. Review of service history data revealed previous device servicing did not cause or contribute to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was not reported whether an autopsy was performed. It was not reported if dianeal therapies were ongoing until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.